Event description:
The user facility reported the vitrectomy cutter had inadequate cutting action during surgery. The facility could not provide the date of the event. There was no medical intervention or treatment required.

Manufacturer narrative:
Evaluation completed. One opened bl5423w pack from lot u7595 was returned. The pack contains one 23ga cutter. The tubing was still coiled and taped together. The tip protector was not returned. The needle was bent/curved approximately 10 degrees or less. The port window was in the opened position with debris visible inside. A functional test was performed using a stellaris pc system. The cutter was tested at various cut rates from 2000 - 5000 c.p.m. The cutter cannot cut as the inner needle will not move/actuate. The cutter is clogged and cannot aspirate. It should be noted that a bent needle condition could contribute to poor cutting performance. It cannot be determined when the bent needle and clogged conditions occurred. The sterilization and lot history records have been reviewed and found to be acceptable. Report 2 of 4. See 1920664-2013-00095, 00097, and 00098.